Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system alarm test due to a faulty force sensor resistor. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, and no delivery tests. No motor error alarm was noted during testing. The motor passed the motor test. The device also had cracked battery tube threads, cracked belt clip slot, and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with motor error. The patient's blood glucose at the time of incident was 156 mg/dl. Troubleshooting was initiated and it was confirmed that the insulin pump had not been exposed to a high magnetic field. No motor position encoder error alarms occurred either. The drive support cap was normal. A rewind was successfully completed as well. However, the insulin pump was returned for analysis.